Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the nozzle, hold ring, lever arm cover, lever arm, bending section cover and bending section cover adhesive were missing and the forceps elevator wire was cut. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the service center. Upon inspection and testing, the distal end cover was found to be damaged. The report is being submitted for the malfunction found during evaluation. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction: section e. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the application of physical stress on the tip. Olympus will continue to monitor field performance for this device.